Event description:
Tibial insert was severely delaminated. Baseplate was slightly burnished. Beads were found in joint capsule from the baseplate. Pt had significant discoloration and pitting of the medial side of the tibial plateau. Surgeon used bone graft to fill in lost bone. Polyethylene was found throughout joint capsule.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.